Manufacturer narrative:
Initial.

Event description:
It was reported that a user attempted to pair a freestyle libre 3 plus sensor to the ilet system after initially activating the sensor with the freestyle libre 3 plus mobile application, and the sensor could not be used with the ilet because it was already in use by another device. No adverse clinical symptoms reported. Outcomes included user education and resolution by instructing the user to start a new sensor and pair it with the ilet mobile application. User support included case review and user troubleshooting guidance. Investigation of this case revealed that the sensor pairing failure was due to prior activation with a non-ilet application, consistent with expected device behavior and use sequence requirements. It was concluded, based on previously established findings for similar reports, that the cause was user setup sequence and use error.